Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell. Creases. White particles in gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Physician reports a ¿clinical examination has shown a large fluid periprosthetic layer with suspected rupture of implants¿, ¿the device did not appear to be broken but there was a delamination with evidence of infiltration¿, and ¿creases¿. This relates to the left device. Device has been explanted.